Manufacturer narrative:
Visual examination of the device found a pinhole leak at the blood side inlet area on the weld seam. This was caused most likely by a worn, rough-edged buffer transfer to the pump cassette at the weld seam. A cpar has been issued to investigate and address this issue. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. It was reported that the delivery set leaked where the connector enters the pouch on the left hand side. Follow up with the complainant found that there was an estimated 150-200 ml blood loss due to the leak. They stated that it was found while the patient was on bypass just before the cross clamp was placed. The perfusionist reported they saw the leaked blood under the mps console, informed the surgeon, clamped the lines and investigated to find the source of the leak. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for analysis.